Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore in situ measurements show one channel with hi status since june 2019 due to undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
At a scheduled fitting appointment on (B)(6) 2019 in situ measurements showed affected channels. The parent was unaware of any impact to the left side of the head and there was no redness at the implant site noted. Re-implantation is considered, but there is no date scheduled yet.

Event description:
At a scheduled fitting appointment on (B)(6) 2019 in situ measurements showed affected channels. The parent was unaware of any impact to the left side of the head and there was no redness at the implant site noted. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore also a damage to the active electrode under silicone overmold likely caused by minute device mobility is present. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a scheduled fitting appointment in situ measurements showed affected channels.